Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain n pelvic area/ constant") in a 33-year-old female patient who had essure (batch no. A20064) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pap smear abnormal, breast pain, hypertension, blurred vision, unilateral leg swelling, ankles swelling (for a few weeks.), joint swelling, uterine fibroid, heavy periods, irregular periods, dysmenorrhea (mild. Dysmenorrhea symptoms: cramping), follicular cyst of ovary (multiple.), uterine bleeding, insomnia, bacterial vaginosis and intramural leiomyoma of uterus. Concomitant products included lisinopril since 2009 and nicardipine since 2009. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 1 month 21 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2012, the patient experienced migraine ("migraines / migraines") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain ("severe cramping / abdominal pain") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (pelvic surgery on 02 jun 2017- hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, migraine, weight fluctuation and headache outcome was unknown and the menorrhagia and vaginal haemorrhage was resolving. The reporter considered abdominal pain, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in july 2012: total bilateral occlusion ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: headache, menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain n pelvic area/ constant") in a 33-year-old female patient who had essure (batch no. A20064) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pap smear abnormal, breast pain, hypertension, blurred vision, unilateral leg swelling, ankles swelling (for a few weeks.), joint swelling, uterine fibroid, heavy periods, irregular periods, dysmenorrhea (mild. Dysmenorrhea symptoms: cramping), follicular cyst of ovary (multiple.), uterine bleeding, insomnia, bacterial vaginosis and intramural leiomyoma of uterus. Concomitant products included lisinopril since 2009 and nicardipine since 2009. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 1 month 21 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2012, the patient experienced migraine ("migraines / migraines") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain ("severe cramping / abdominal pain") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (pelvic surgery on (B)(6) 2017- hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, migraine, weight fluctuation and headache outcome was unknown and the menorrhagia and vaginal haemorrhage was resolving. The reporter considered abdominal pain, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: headache, menorrhagia". Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record was received. Events added from pfs- abnormal bleeding vaginal, abnormal bleeding menorrhagia, headaches. Reporter information, concomitant disease was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe cramping / abdominal pain"), migraine ("migraines") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (pelvic surgery on (B)(6) 2017 ). At the time of the report, the pelvic pain, abdominal pain, migraine and weight fluctuation outcome was unknown. The reporter considered abdominal pain, migraine, pelvic pain and weight fluctuation to be related to essure. Diagnostic results: on (B)(6) 2012 patient had a hysterosalpingogram (hsg) test that confirmed placement of both essure coils and full occlusion of both tubes. Incident; no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.